Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular (rv) lead exhibited oversensing which resulted in under pacing. The rv lead was capped and replaced on (B)(6) 2023 during a scheduled elective replacement procedure. The patient is pacemaker dependent. The patient experienced no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.